Event description:
It was reported that the insulin pump was broken at the battery tube threads. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, broken battery tube threads and a cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.